Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported that in one of the infusion sets, the tubing detached while the patient was sleeping. No further information available.